Manufacturer narrative:
Exact date unknown, event occurred in approximately in the week between the permanent implant and follow up appointment from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7119446. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 555753.

Event description:
It was reported that patient was not able to get enough pain relief. It was noted also that lead has migrated. It was reported that patient underwent an explant procedure where all devices were removed. The explanted devices will not be return due to facility policy.